Event description:
The suspect device read 331 mg/dl. The user dosed insulin and retest throughout the day. Pt also dosed additional insulin. Pt went into insulin shock and their family member gave them orange juice. Pt retest on a different device and their glucose was 58 mg/dl. Controls were not used. The device was replaced and requested to be returned for evaluation.